Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a dual antiplatelet therapy (dapt). At an unknown time post procedure, the patient underwent an inguinal hernia operation. The patient's medication was changed from dapt to a single anticoagulation medication for this procedure. After switching medication, the patient experienced a cerebral vascular accident. The patient was restarted on dapt and underwent a carotid artery stenting. The patient still has some mild movement impairment and has been transferred to a rehabilitation facility with a medical regiment of clopidogrel.